Event description:
The hcp explanted the pump and returned it to the manufacturer for analysis. No reason for the explant was given. A follow up report wil be sent when additional informtion is received.